Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated he sneezed and triggered the alarm. Additionally, the driver beat rate changed from 135 bpm to 123 bpm. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm recorded in the driver's data file referring to secondary motor engagement. However, as the secondary motor was found in the default position, there was no evidence of secondary motor engagement. The fault alarm was likely produced at syncardia during the investigation. Visual inspection of external components found no abnormalities. Visual inspection of internal components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing was performed in an attempt to replicate the customer reported issue that a sneeze triggered the fault alarm. A five-day observation run was performed, no alarms were produced. A second test was performed to try to replicate the customer reported beat rate drop, however, customer complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The complaint was not replicated during testing; the root cause of the fault alarm and beat rate drop was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Freedom driver functioned as designed. Patient was switched to a backup driver without any reported adverse impact.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated he sneezed and triggered the alarm. Additionally, the driver beat rate changed from 135 bpm to 123 bpm. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.